Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine device replacement, this implantable defibrillation lead exhibited high out of range shock impedance measurements through a pacing system analyzer (psa) and when the lead was connected to the replacement cardiac resynchronization therapy defibrillator (crt-d), high out of range measurements continued to be observed. Subsequently, during a routine in-clinic follow up approximately one month later, high out of range shock impedance measurements continued to be observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
--

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient was seen in-clinic and defibrillation threshold (dft) testing was performed. In coil to coil configuration, shock therapy was successful and shock impedance measurements were noted to be 121 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.